Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "unable to exclude device problem" investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported.